Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a navitor valve was selected for implant using a small flexnav delivery system (ds). The patient had extremely severe calcified aorta & bi-lateral iliac arteries. Prior to the implant, the patient was in a stable condition. The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or 1st/2nd degree atrioventricular (av) block. Pre-implant balloon valvuloplasty (pre-bav) was performed using an unspecified balloon. The patient was developed with ventricular tachycardia (vt) and required defibrillation to become stable. During the procedure, the ds couldn't pass through both the sides of iliac arteries. It was also reported that several percutaneous transluminal angioplasties (pta) were performed; however, the difficulty remained persisted. The patient became hypotensive then developed with cardiac arrest and iliac artery perforation. The procedure was aborted and the patient was sent to intensive care unit (ICU) for further management, but the patient could not be recovered and pronounced to be deceased.

Manufacturer narrative:
An event of an advancement difficulty through patient, tachycardia, perforation, hypotension, cardiac arrest, and death were reported. The device was returned to abbott for investigation and the valve capsule and inner shaft contained bent damages, consistent with damage incurred during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information and medical review, the cause for the reported advancement difficulty is likely related to challenging patient anatomy including tight iliac arteries on both sides. The reported tachycardia, cardiac arrest, perforation, and hypotension are likely cascading effects from the event. An exact cause for the reported death cannot be conclusively determined; however, this case is considered a procedural mortality due to vascular complications in a patient with known peripheral vascular disease. Unexpected medical interventions were a result of case specific circumstances, as a blood transfusion and several percutaneous transluminal angioplasty (pta) were performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a navitor valve was selected for implant using a large flexnav delivery system (ds). The patient had extremely severe calcified aorta and bi-lateral iliac arteries. Prior to the implant, the patient was in a stable condition. The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 25 mm, unspecified balloon. The patient was developed with ventricular tachycardia (vt) and required defibrillation to become stable. During insertion, the patient was developed with cardiac arrest and iliac artery perforation. During the procedure, the ds couldn't pass through both the sides of iliac arteries. It was also reported that several percutaneous transluminal angioplasty (pta) were performed; however, the difficulty remained persisted. The patient was reported to be developed with hypotension, and condition had worsened leading to termination of the procedure then the patient was sent to intensive care unit (ICU) for further management, but the patient could not be recovered and pronounced to be deceased.